Event description:
The customer reported the alarm are not transmitted to the phones/decks. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked with the customer and the customer alleged that the alarms were not transmitted to the phones/decks. The rse found that the service was stopped on server. It informed that the system must be reset after 497 days. The rse assisted the customer to reboot the server to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was due to the service was stopped on server. The reported problem was confirmed. Analysis was performed and investigation has been completed. The engineer assisted the customer to reboot the server to resolve the reported issue. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).